Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t2 thermistor. The device was evaluated upon receipt. Alarm 72 (non-recoverable system error) seen. Replaced tank harness. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 72 (non-recoverable system error).